Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window, cracked reservoir tube lip cracked case window corners, battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The customer changed the battery four times, but the anomaly persisted. The insulin pump was not turning on. The customer's blood glucose was unknown. Troubleshooting was performed and the customer stated that there were no damages to the battery cap or the contacts. The customer did not have a new battery. The customer was advised that a replacement battery cap would be sent to them and meanwhile they should revert to a backup plan, until the replacement battery cap arrived. The customer stated that they just wanted the insulin pump replaced. Nothing further was reported.